Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device touchscreen did not pass the touchscreen test. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond on the right side and center. During a review of the device history multiple "button ID; invalid" error codes were noted. The probable cause was due to contamination on the bottom of the touchscreen due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.